Manufacturer narrative:
Initial reporter: the reporter¿s name and phone number was not provided. The actual device was returned for evaluation for an undetermined malfunction. Reliability engineering evaluated the device and observed that there was an oil leak. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing over time. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that the foot control device had an undetermined malfunction. During in-house engineering evaluation, it was observed that the device had an oil leak. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.